Event description:
It was reported that the stent did not expand well. The 12 x 3.0mm promus elite mr drug eluting stent was advanced to treat the target lesion. During implantation, the stent did not fully expand so a synergy drug eluting stent was added to successfully complete the procedure. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
(A2) age at time of event: 18 years or older. Device evaluated by MFR.: p elite ous mr 12 x 3.00mm stent delivery system (sds) was returned for analysis. The device was returned without the stent. The balloon was reviewed, and issues were noted. No stent was attached to the balloon and the balloon appeared to be in a deflated state with the cones showing signs of positive pressure applied to them and crimp markings still visible on the balloon body. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. Functional testing was carried out during the analysis and the balloon inflated/deflated without issue and held pressure. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that the stent did not expand well. The 12 x 3.0mm promus elite mr drug eluting stent was advanced to treat the target lesion. During implantation, the stent did not fully expand so a synergy drug eluting stent was added to successfully complete the procedure. No patient complications were reported and the patient status was stable.